Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to intensive care unit due to high blood glucose on (B)(6) 2018. The customer's current blood glucose is 460 mg/dl. Customer¿s blood glucose was 495 mg/dl. The customer gives positive test for ketone also experienced nausea, vomiting, abdominal pain and difficulty in breathing. The customer treated high blood glucose with insulin drip and insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. Customer reported basal rates were programmed accurately. Customer reported bolus wizard was programmed accurately. Customer was unable to complete carelink upload. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.